Manufacturer narrative:
Product complaint # (B)(4). Batch number :p5677j. Investigation summary: the analysis results showed that one ecr60d reload was received unfired. After further analysis it was notice that the top of the one piece sled rails was deform. No functional test was performed due the condition of the reload. This is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as no instrument was returned for analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the surgeon was performing a lap gastric sleeve, and he positioned the powered echelon to make the first shot, after 15 seconds of precompression he fired with maintaining the trigger pushed and the blade stopped advancing, he released the trigger and the blade got stucked and the couldnt open the jaws, he used the reverse button and the blade went to its original position, he changed the cartridge and he remake the shot. The procedure has gone on smoothly.